Manufacturer narrative:
(B)(4). Additional information: the device was received with the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. However, the device was mechanically tested and no anomalies were noted with the opening and closing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic "ileocecectomy" and the jaws of the enseal instrument were stuck on tissue. The doctor manually opened the jaws of the instrument, removed the instrument from the patient and used a second instrument to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.